Event description:
It was reported that patient experienced blockage at site and also infusion set cannula was bent. Event on (B)(6) 2026, which resulted in high blood glucose level and treated with correction injection via mdi.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.